Event description:
The customer reported obtaining a 5.5 inr compared to a 4.2 inr on her coaguchek xs (serial number (B)(4)). No changes were made to the customer's medication based on the meter result. She is not on any heparin or direct thrombin inhibitors. She does no have any antiphospholipid antibodies, polycythemia or anemia. There was no changes in diet or medication prior to the results. The customer had been ill with a cold earlier in the week. It was reported that the customer's therapeutic range is 2.0-3.0 inr. Her current condition is good and there was no adverse event. The suspect product was requested to be returned and replacement product was sent.

Manufacturer narrative:
The relevant retention test strips (lot 205139) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.